Manufacturer narrative:
Manufacturer's investigation conclusion: the patient underwent a heart transplant. A correlation between the device and the report of infection could not be conclusively determined. Infection is listed in the instructions for use as a potential adverse event that may be associated with the use of heartmate 3 left ventricular assist system. Infection has been previously investigated and will continue to be monitored through quality data reviews, which are conducted on production and post product signals to evaluate if products are conforming to product requirements. No further information was provided. The manufacturer is closing the file on this event.

Event description:
It was reported through the patient outcome that the patient underwent a heart transplant. The patient was on daily intravenous (IV) antibiotic therapy for a pseudomonas infection at their driveline exit since (B)(6) 2021.

Manufacturer narrative:
Associated MFR number for the march infection MFR 2916596-2021-07562. No further information was provided. A supplemental report will be submitted once the manufacturer¿s investigation is completed.

Event description:
It was reported through the patient outcome that the patient underwent a heart transplant. The patient was on daily intravenous (IV) antibiotic therapy for a pseudomonas infection at their driveline exit since (B)(6) 2021.

Manufacturer narrative:
Associated MFR number for the march infection MFR 2916596-2021-07562. No further information was provided. A supplemental report will be submitted once the manufacturer¿s investigation is completed.